Manufacturer narrative:
This event was inadvertently filed. This event is not reportable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not perform the load fill tubing process during the load sequence. There was no reported impact to customer's blood glucose. Customer declined to provide further information or troubleshoot with tandem technical support.